Event description:
On (B)(6) 2015, the reporter contacted animas alleging a casing condition issue. The reporter stated that there was a crack in the battery compartment. Reportedly, there was no damage to the battery cap and no moisture or corrosion in the pump. No additional information was available. There was no adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the side of the battery compartment was found to be cracked from the threads down to the case seal. Unrelated to the initial complaint, the display was found to be dim and faded pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.